Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a large left ventricular thrombus, found on an echocardiogram performed on (B)(6) 2023. The thrombus was confirmed on a (B)(6) 2023 transesophageal echocardiogram (tee). The tee revealed a large mass present occupying the entire noncoronary sinus and extending partially into the base of the left coronary sinus, consistent with an organized thrombus. Slow flow with spontaneous echo contrast was noted in the proximal ascending aorta. The aortic valve did not appear to open in systole. No significant aortic regurgitation was seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported left ventricular thrombus could not be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2023 due to cardiac arrest as reported under MFR# 2916596-2023-08825. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists peripheral thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.